Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. The customer changed the cylinder and o-ring but the leak persisted. The fse remarked that the high pressure regulator may have had blood on it. The fse replaced the high pressure regulator (0103-00-0637), and the unit passed all functional and safety tests.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation conclusions).

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement.